Event description:
During product evaluation failure code 810:11 was found in the pump's event history. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: failure code 810:11 was confirmed. Inspection of the device found that cause of the reported failure code was due to a dirty pump-head module. The pump-head module was cleaned per service manual. The pump was returned to the customer fully operational.